Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge. Reportedly, the customer was not doing the air removal process. Tandem customer technical support informed customer that per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.